Manufacturer narrative:
Upon analysis, the device functionality was tested and no anomaly was detected. The battery voltage measurements in the diagnostics were consistent with normal depletion and there was no evidence of anomalous depletion. The device longevity was evaluated and it was normal.

Manufacturer narrative:
(B)(4).

Event description:
The patient died due to cardiac insufficiency while awaiting a heart transplant. The device was listed in the fsca premature battery depletion with implantable cardioverter defibrillator (B)(6) 2016, and was explanted and returned for battery analysis.